Manufacturer narrative:
Based on all available information, the root cause could not be conclusively determined and our assessment remains the same.

Event description:
Additional information received. The patient was seen by a retina specialist as a second opinion. The specialist reported that the patient complained about a blur in the left eye and underwent a yag procedure in the left eye over a year ago. However, the patient continued to have a blur. Per the specialist, the opacification seems to be intrinsic to the lens. Images provided shows the same iol opacification as previously reported.

Manufacturer narrative:
The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be conclusively determined.

Manufacturer narrative:
The investigation of this event is ongoing.

Event description:
A surgeon reported that a patient experienced blurry hazy vision and appeared to have posterior optic opacification approximately six years and eight months post intraocular lens (iol) implant in the left eye. Patient was treated with pred forte for two weeks with no effect. A yag procedure was performed approximately six years and eight months post implant with no improvements in removing the opacification. The patient is currently symptomatic and there is a possibility of iol exchange in the future. Based on surgeon's evaluation and slit lamp findings there appears to be deposits/precipitates within the iol substance.